Event description:
Patient underwent cardiac catheterization. Closure of access site with mynx device. Staff report failure of the mynx closure device leading to development of a hematoma. Site required manual pressure for >20 minutes.